Manufacturer narrative:
An event regarding periprosthetic fracture involving a meridian stem was reported. The event was confirmed through x-ray review. Device evaluation could not be performed as no items were returned. Review of ap x-ray of right hip post event in 2017: there is a periprosthetic fracture around the proximal section of the citation stem with dislocation and disruption of the implant-bone interface. Pp-fracture as an intra-operative complication with occurrence of a fissure or fracture in the bone due to mismatch between component size and bone strength usually becomes evident very early post implantation, at the latest within a few days when the patient starts to ambulate on the operated leg. The interval of 2-years between surgery and occurrence of the fracture makes this cause impossible. This would leave an external trauma of the patient as likely cause of the problem. Also the type of fracture with multiple fracture lines in the proximal stem area is consistent with external trauma. Even though trauma was not explicitly reported, both timing and type of fracture are consistent with external trauma of the patient. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. A review of the provided information by a clinical consultant confirms the periprosthetic fracture and indicates "an external trauma of the patient as likely cause of the problem" however, this trauma is not explicitly reported and hence cannot be confirmed as the root cause. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product return as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Surgeon revised a stem and mdm head due to periprosthetic fracture.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Surgeon revised a stem and mdm head due to periprosthetic fracture.